Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal aortic extension. Approximately five (5) years post initial procedure, a junction separation between the afx bifurcated stent graft and the afx vela suprarenal aortic extension with a type iiia endoleak and aneurysm enlargement of over 15mm was confirmed by CT at routine follow-up. Reintervention is pending. Reportedly, the patient is asymptomatic.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal aortic extension. Approximately five (5) years post initial procedure, a junction separation between the afx bifurcated stent graft and the afx vela suprarenal aortic extension with a type iiia endoleak and aneurysm enlargement of over 15mm was confirmed by CT at routine follow-up. Reintervention is pending. Reportedly, the patient is asymptomatic. Additional information: a re-intervention was done, the physician elected to implant (2) two afx vela suprarenals and (2) endoprosthesis (non-endologix) aortic extenders. It was confirmed that the endoleak was resolved and that the overlap was sufficient. The final patient status was reported as being stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3a endoleak with complete component separation and sac growth were confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. Endologix was unable to identify the contributing factors. The final patient status was reported as being stable post confirmed secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b2: outcomes attributed to adverse events has been updated b5 describe event or problem g3 awareness date h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.